Manufacturer narrative:
The device has been returned to anima an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 in was reported to animas that the patient was hospitalized for a seizure occuring 2 hours prior, when bg was 500mg/dl, asymptomatic. Reporter changed the site, and noted this was the second cartridge using novalog instead of humalog; also, patient was at water park in 95f degree temperature the day before. Patient ate, bolused for the 500mg/dl bg, ( did not cover for carbs, because was such a large dose to begin with) then dropped to 63 mg/dl. During troubleshooting it was found, that the pump's basal history did not. Match active basal program. This complaint is being reported as the discrepancy in bolus history cannot be eliminated as a contributor to the high bg.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: the basal history appeared to not match the active program on (B)(6) 2017 due to the pump being manually suspended. The pump was suspended for approximately 4.5 hours. The pump was exercised for 24 hours and at the end of testing the basal rate matched the active basal program. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.